Event description:
It was reported that the pt was hospitalized for a "pump related" event. No additional info regarding the admitting diagnosis or pump function is currently available.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. No additional info regarding the admitting diagnosis or pump function is currently available. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.